Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed, a watchman trusteer access system (was) and a 24 mm watchman flx pro closure device were selected to be used. During the procedure, the transseptal location was not ideal. The physician re-stuck the septum and opened the was. The closure device trajectory was still riding along the posterior wall of the laa. The physician obtained a good position, the closure device met the position, anchor, size and seal (pass) criteria and was released. Effusion sweeps were performed throughout the procedure and at the end of the procedure and no effusion was noted. The patient was transferred to the post-anesthesia care unit (pacu), recovered well, and was moved to the room for an overnight stay. Overnight, the patient developed hypotension. Scans including transthoracic echocardiogram (tte) and computed tomography (CT) were completed. No intervention was performed for the patient. The patient subsequently became unresponsive, coded and was intubated. A large effusion was noted on both the tte and CT. A pericardiocentesis was discussed with the interventional radiology team but was never performed on the patient. The patient died on (B)(6) 2025.